Event description:
Follow up information received reported that the company representative interrogated the patient's ins on (B)(6) 2012 at which time the oor condition was confirmed. Impedance measurements were within range and everything was reported as working properly. The oor condition was cleared during the interrogation and the ins was reported as working properly. Two weeks later, the company representative was contacted by the patient reporting that the oor message was seen again on the programmer. The ins was interrogated on (B)(6) 2012 where, again, the oor condition was confirmed. The settings were noted as: (left ventralis intermedius [vim]): 4-, 5+, 6+, 7+ at 4.6 volts, 120 us, 130 hz; right vim: 0+, 1+, 2+, 3- at 0.3 volts, 210 us, 130 hz. Therapy impedances were for the left vim: 859 ohms at 5.321 ma and for the right vim: 806 at 0.383 ma. No electrodes were observed to be out of range when tested at 0.7 volts. The oor condition was cleared during the process of checking the device. It was noted that the patient did continue to have therapy throughout this event with no evidence that it was impaired due to the oor. No further issues had been reported. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was unable to adjust his stimulation. The patient programmer displayed a "call your doctor" icon and had an "out of regulation" (oor) condition. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Programmer model: 37642, serial#: unk, (B)(4).

Manufacturer narrative:
Extension: model 748240, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Extension: model 748240, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Programmer: model 37642, serial# (B)(4). Lead: model 3387s-40, lot# v010603, implanted: (B)(6) 2006, explanted: na. Lead: model 3387s-40, lot# v010601, implanted: (B)(6) 2006, explanted: na. The initial MDR was filed as MFR report # 3007566237-2012-00889. Additional information received clarified that the correct manufacturing site was site #3004209178.